Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. Final analysis found external abrasion breaching the outer insulation exposing the outer coil caused by friction to the device can was noted at 4.9 cm to 5.0 cm from the connector pin and insulation degradation exposing the outer coil was noted at 11.5 cm to 11.6 cm from the connector pin. The cause of the reported event was isolated to external abrasion exposing the outer coil consistent with friction to the device can and insulation degradation exposing the outer coil within the device pocket.

Event description:
It was reported that the patient presented for a generator change out procedure. Upon investigation, the atrial lead exhibited over-sensing noise and inappropriate mode switch. The lead was explanted and replaced during the same procedure. Patient was stable before, during, and after the procedure.